Manufacturer narrative:
The investigation to determine the cause of this reported event is currently in progress. No product related to this event has been returned for failure analysis testing as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that the scissors on arm 3 of the patient side cart (psc) were stuck. The customer stated the surgeon decided to pull the instrument and cannula out together to remove the monopolar curved scissors (mcs) instrument. The customer then confirmed that the surgeon successfully removed the mcs instrument and the tip cover. The customer planned to use another mcs instrument to continue the procedure robotically. The procedure was completed robotically with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained additional information from the robotics coordinator. The robotics coordinator was not in the procedure but was told the surgeon did have to use a fair amount of force to remove the trocar with the instrument from the patient. This is what was instructed from isi technical support was the only way of removing it. The staff observed there was a little uneven area on the orange part of the scissor tip. There was no issue with the instrument prior to this.